Event description:
It was reported that the monopolar curved scissors instrument is dull. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and confirmed the scissors do not cut cleanly through .006 inches of latex. The latex gets snagged at the midpoint of the blade. Engineering observed that one blade edge has a small indentation in curvature at the midpoint which was negatively affecting performance. Engineering also found the distal end of the main tube has a 1.5 inch section with light material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.